Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that a bd intima-ii¿ closed IV catheter system 20 g x 1.16 catheter broke off in patient's body during removal. The nurse found great resistance upon removal, rotated the paddle twice, and forced the catheter removal. An x-ray located the broken catheter and an operation was successfully performed on the patient to take out the broken catheter.

Manufacturer narrative:
Investigation summary: no samples or pictures were returned. No related abnormal record of defect. According to the complaint information, "when she removed the catheter and nurse found great resistance during removing. Nurse rotated the needle paddle two times and forced to remove. The surgeon said that the broken catheter tip stuck in the patient's fascia space, there is a certain pressure, needed to use forceps to remove.¿ this can be judged: the product in use of qualified products. Based on the above information, the tube may be caused by the operation of the puncture process, but no samples and photos were removed and cannot be finalized. A DHR review revealed no related abnormal record of the reported defect. Therefore, bd cannot determine the type of defect. Conclusion: without a sample or photos, an absolute root cause for this incident cannot be determined as bd was not able to duplicate or confirm the customer¿s indicated failure mode.